Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific technical services (ts) performed data analysis and found that the device had measured high left ventricular (lv) lead pace impedances with a few measurements in the 2300 to 2450 ohm range. Lv pace impedance measurements in the lv tip to lv ring configuration is out-of-range, however the lv pace impedance measurements only involving one of the lv conductors are high but in range. This data suggests the lv lead is not fractured. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range pace impedance measurements (>2000 ohms) for the past year. However, the field representative indicated that the lv lead has been functioning appropriately. Boston scientific technical services (ts) was consulted, however troubleshooting did not reveal the root cause of the out-of-range impedance measurement. The field representative indicated the plan is to continue to monitor the patient. This lv lead remains in service. No adverse patient effects were reported.